Event description:
Journal reference: patel et al. "Magnetic resonance imaging-directed method for functional neurosurgery using implantable guide tubes." Neurosurgery 2007; 61 (5, suppl.2) :358-366. The article discusses an MRI-based stereotactic technique that is carried out under general anesthesia. A direct targeting method using high resolution MRI with an implantable guide tube that facilitates perioperative verification of target localization and then acts as a conduit to deliver the dbs lead. The technique with the guide tube is described along with an evaluation of its use on 101 pts. A number of complications were included in the article. The guide tube and frame were not manufactured by medtronic. One lead fracture was reported. Treatment and outcome info was not provided.